Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumer reported on behalf of her son conflicting results with the binaxnow covid-19 antigen self test using unknown sample types. The first antigen self test was performed on (B)(6) 2022 which generated a negative result. The second antigen self test was performed on (B)(6) 2022 which generated a negative result. The third antigen self test was performed on (B)(6) 2022 which generated a positive result. Technical services (ts) advised that the latest self- test came out positive they must communicate with the their healthcare provider for an additional pcr molecular test. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information: a2, a3, a4, a5, a6: information obtained and updated investigation report: the customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.